Event description:
The customer reported that the pcu with four pump modules attached powered down unexpectedly while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of returned pcu, attached with four modules powering down was confirmed; however the reported incident could not be replicated. A comprehensive review of the logs identified error code 800.8000 in the pcu error log at 05:42:09 pm, indicative of the incident time reported on the complaint. The 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware; therefore there are several ways for the error code to be generated. Error code 800.8000.0 is defined as a code=800.8000; failure=pcu15_general_os_failure; severity=runtime_fatal_severity; subsystem=pcu15_os_ss. Test results, consisting of programmed simulated key press replication and test infusion did not induce the reported error event or error code identified in the logs. Trace, event and error logs were sent and analyzed by software engineering; however the issue was found inconclusive in identifying the cause of the 800.8000 observed in the error logs. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Manufacturer narrative:
The customer¿s complaint of returned pcu, attached with four modules powering down was confirmed; however the reported incident could not be replicated. A comprehensive review of the logs identified error code 800.8000 in the pcu error log at 05:42:09 pm, indicative of the incident time reported on the complaint. The 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware; therefore there are several ways for the error code to be generated. Error code 800.8000.0 is defined as a code=800.8000; failure=pcu15_general_os_failure; severity=runtime_fatal_severity; subsystem=pcu15_os_ss. Test results, consisting of programmed simulated key press replication and test infusion did not induce the reported error event or error code identified in the logs. Trace, event and error logs were sent and analyzed by software engineering; however the issue was found inconclusive in identifying the cause of the 800.8000 observed in the error logs. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pcu with four pump modules attached powered down unexpectedly while on a patient. There was no patient harm.